Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that during a routine device check high impedances were observed. Following this observation the perforation was identified.

Event description:
Boston scientific received information this right ventricular (rv) lead perforated the patient. A revision procedure was performed and the lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.